Manufacturer narrative:
We requested images of the broken insert both alone and in the performance guide tool. By reviewing these images, we were able to conclude that the insert was used beyond recommended performance guidelines as stated in the IFU. Measurement is suggested weekly when insert is clean. If the wear is more than 3 mm the insert should be removed from service and replaced.

Event description:
On october 10th, 2025, parkell became aware of an incident involving our insert, dura30-us - duratip® 30k universal slim insert. This insert is an accessory to our turbo ultrasonic scaler. The insert was in use by a dental student when it broke off in the patient's mouth. No injury was initially reported. No treatment was sought. The university is keeping the insert and will not return it for evaluation. We have received images of the insert both alone and in our performance guideline tool. Evaluating these images, it is our expert opinion that the insert was used beyond performance guideline requirement of 3 mm of wear. IFU instruction for performance guideline - if the end of the tip does not extend fully across the 3 mm indicator groove (figure 4) or is flush with the left side of the groove, or is short of the groove, the tip has reached 3 mm of wear and should be removed from service and replaced. We are filling this report in an abundance of caution to comply with 21 cfr 803.10(c). We will file a follow-up report if we become aware of any additional relevant information.